Manufacturer narrative:
The pump received with intermittent button response due to corroded keypad traces. No frozen screen noted during testing. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display and unresponsive keypad. The blood glucose at the time of the incident was 121 mg/dl. The customer states the keypad is not functioning and the display is frozen. However the customer states the time was advancing while the display was frozen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.